Event description:
It was reported "unable to visualize catheter after placement". Additional information received states the iab catheter was removed and replaced. There were no issues with the second iab cathter. No patient injury or consequence reported. The patient's current condition is reported as "critical."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "unable to visualize catheter after placement" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "unable to visualize catheter after placement". Additional information received states the iab catheter was removed and replaced. There were no issues with the second iab "catheter". No patient injury or consequence reported. The patient's current condition is reported as "critical".